Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that marksman catheter broke off in the patient. It was inquired if the marksman was MRI compatible, which it was found not to be.